Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip broke. An avx thrombectomy set was selected for use in an av shunt; however during unpacking, it was noted that the tip of the catheter was broken. The device did not enter the patient's body. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: the angiojet was received with no other devices. The pump and the supply line was cut off, removed and not returned. Fifty two cm of the catheter was returned. The tip of the catheter was intact and windows were stretched. It was observed that the manifold of the catheter was removed and not returned. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested. Inspection of the remainder of the device there were no other irregularities noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip broke. An avx® thrombectomy set was selected for use in an av shunt; however during unpacking, it was noted that the tip of the catheter was broken. The device did not enter the patient's body. The procedure was completed with a different device.